Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 340cc mentor memorygel breast implants, suffered left breast implant rupture post-operatively. Rupture was discovered via MRI examination. In addition, the patient also experienced a persistent lump in the middle of their chest, alopecia, and poor circulation in fingertips. As a result, the patient underwent bilateral implant explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis.